Event description:
While wearing the external equipment, the patient reportedly experienced uncomfortable sensations and sound quality issues. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the patient was seen by a company rep for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device has been scheduled.